Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the system and reprograming of the device was discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the system and reprograming of the device was discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that low amplitudes were observed. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported.